Event description:
It was reported that within a month of the implant procedure, this right ventricular (rv) lead dislodged from the implant location, resulting in pacing inhibition. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse effects were reported.